Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one ti powerport low profile with a single lumen white catheter was returned for evaluation. Visual inspection identified wear from the 2cm to 8cm depth markers. Functional testing found that the returned device was patent to infusion and aspiration with no leaks observed. Therefore, based on the inability to recreate the failure in a laboratory setting, the investigation is unconfirmed for the alleged leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the device was placed in the right internal jugular vein. During infusion of cisplatin and gemcitabine, extravasation occurred and the patient experienced pain and swelling on the neck. The device was removed. There was no reported injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that the device was placed in the right internal jugular vein. During infusion of cisplatin and gemcitabine, extravasation occurred and the patient experienced pain and swelling on the neck. The device was removed. There was no reported injury.